Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away in his sleep while wearing the insulin pump and the cgm system. . It was stated that the blood glucose reading at time of death was 40mg/dl or below. It was stated that the customer came home at midnight and fell asleep on the couch. The caller found him the next morning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.